Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer dropped the pump and the touchscreen was unresponsive. The customer's blood glucose level was 120 mg/dl. Reportedly, the pump would illuminate, but would not respond to touch. It was indicated that the customer would administer manual injections as alternate insulin therapy.